Manufacturer narrative:
Patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in grand rapids, michigan. Medical intervention was required to prevent further patient injury. Alung technologies, inc. Recieved a report of a patient experiencing a spontaneous hemothorax on left side during hemolung therapy. Chest tube placement occurred and blood transfusion was given following event occurrence. The data log from hemolung therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No unexpected alarms or errors occurred. Hemolung therapy was provided as intended. The returned device was evaluated for any abnormalities. There were no findings within the analysis. There were no mechanical indications that the device would have malfunctioned. No CAPA was opened because of this event. Hemothorax is a known possible occurrence with hemolung therapy. Examination of the returned disposables as well as the controller data log show that hemolung therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Recieved a report of a patient experiencing a spontaneous hemothorax on left side during hemolung therapy. Chest tube placement occurred and blood transfusion was given following event occurrence.